Manufacturer narrative:
The insulin pump had button error alarm and no button/keypad response due to flattened act keypad dome. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons have an intermittent response. The customer stated he splashed water over the keypad. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.